Event description:
It was reported that the patient had previous episodes that showed possible oversensing on the ventricular lead. The lead sensitivity was reprogrammed, the lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.